Manufacturer narrative:
The investigation is ongoing. Results of the analysis will be provided to the follow-up report.

Event description:
A service repair was requested by the customer representative due to issue with a not locking side rail. During pick up the bed frame, it was observed by an arjo representative that the side rail panel was almost broken off the side rail mechanism. The bed was in use that time. No injury was reported.

Manufacturer narrative:
During a pick-up of the citadel plus bed frame, an arjo representative observed that the side rail panel was bent and detached from the side rail mechanism. The bed was still in use by the patient when the arjo service technician arrived to the facility. No injury occurred. Initially, when a service repair was requested by the customer representative, it was reported that a side rail panel was not locking. However, when the service technician arrived to evaluate the bed, he found that the panel was bent upward which indicated that it was mechanically damaged. According to this service technician, the side panel might have been caught on an obstacle. Also, the control panel located on the side panel was found not working (this is not related to the side panel detachment) and not all adjustable bed width extension sections were used (these bed sections allow extending the width of the frame). The citadel plus instruction for use (831.374) instructs user to ¿make sure all eight width extension sections are extended. Using the bed without all extension in the same position may cause damage to the bed as well as create an unsafe condition.¿ the operation of the side rails should be checked daily by the device owner. If the malfunction is identified, arjo or approved service agent should be contacted. Based on the above, it has been determined that the side rail became damaged because it was caught by the extension section. When one section is extended but not the other, and when the side panel is in use, the side panel may hit one of the sections causing damage. To conclude, the side rail was damaged and from that perspective the citadel plus bed did not meet the performance specification. The device was in use when the detached panel was noticed. No injury was reported. The complaint was decided to be reportable due to the side rail detachment.